Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-07507.

Event description:
Edwards received notification from our affiliate in germany. As reported, 8 years post implant of a 29mm sapien 3 edwards valve, the patient was symptomatic with high valve stenosis and peak/mean gradient 73/45mmhg. A valve in valve procedure was performed with implant of a 29mm sapien 3 valve. However, the procedure was unsuccessful and had to be aborted and no valve was implanted. The patient was noted to be in good condition.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of valve stenosis was confirmed based on medical record. Due to the valve serial number not being provided, a lot history and device history review could not be performed, and therefore, a presence of manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''after 8 years of implant, patient was symptomatic with high valve stenosis and peak/mean gradient 73/45mmhg''. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified, no corrective/preventive action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.